Event description:
Customer reported an issue with the panorama central station's display, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system's display. Corrections included replacement of the display's video board. Unit was safety tested to factory's specifications.